Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. The tip, balloon, inner shaft, outer shaft and hypotube were microscopically inspected. Inspection revealed outer shaft damage (burst) that was 10mm in length, located 10.5 cm from the tip of the device along with tip damage. Functional testing could not be carried out due to the condition of the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon deflation issues and catheter removal difficulties were encountered. The target lesion was located in a coronary artery. A 12mm x 3.25mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, during inflation, a hole was noted in the shaft at the proximal portion of the balloon. After that, deflation of the balloon and removal of the device was very difficult. After several inflations and deflations, the device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon deflation issues and catheter removal difficulties were encountered. The target lesion was located in a coronary artery. A 12mm x 3.25mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, during inflation, a hole was noted in the shaft at the proximal portion of the balloon. After that, deflation of the balloon and removal of the device was very difficult. After several inflations and deflations, the device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.